Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Event description:
It was reported that a patient presented in clinic for a procedure on (B)(6) 2021. During implantation, the right ventricular lead showed dislodgement under fluoroscopy. There was an attempt to reposition the lead but the helix was stuck in the tissue so a new lead was used to complete the procedure. Post-procedure the patient was stable.